Manufacturer narrative:
Updated information: d4 serial number updated. H6 component code changed to g07001. The investigation for the failure to advance has been completed. The cause of the delivery issue was related to patient's condition. As fluoroscopic image revealed that vessel narrowed sharply with calcium and it was unlikely to pass.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported an attempted placement of an axillary impella 5.5 through the graft using an introducer. They attempted to pass the device over the company 018 wire. The impella catheter would not advance and make downward turn into innominate. They attempted over the glidewire advantage 018 wire and still would not pass. The doctor manually injected contrast to visualize axillary artery. Fluoroscopic image revealed that the vessel narrowed sharply with calcium and it was unlikely to pass. The doctor requested to abort the insertion of the impella 5.5 and opted to place an impella cp. The device was discarded. No patient harm was noted.